Event description:
The event description provided by the local distributor indicated: the breakage of a veronail locking screw occurred on the most proximal screw (convergent screws) 2 months from the application. On (B)(6) 2012, the surgeon removed the nail and screws, except for the distal part of the broken screw that was left in the pt's hip. The pt fracture was treated using another fixation device. The pt is in good health condition. (B)(4).

Manufacturer narrative:
Technical investigation: a technical eval of the broken device used was not performed as the device has not been made available for the investigation. Unfortunately, no info about lot involved is available, therefore it is not possible to perform any technical investigation. According to orthofix (B)(4) historical records on this specific device code, (B)(4). Clinical eval: a clinical eval of the case was not performed as no info on the medical procedure, diagnosis and x-rays have been made available. Orthofix (B)(4) has requested to the local distributor to provide further info on the event such as a pt diagnosis, date of initial surgery, date of screw breakage, pt's details, copy of the operative reports, copy of the pre and post operative x-rays, lot of the device involved and device availability for the technical investigation. As soon as further info on the event will become available, orthofix (B)(4) will finalize the investigation and provide you with the f/u report. Orthofix (B)(4) continues monitoring the devices on the market.